Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and based on the completed device evaluation. B5: on 14mar2023, a response to a request for additional information regarding the event was received (see action item # ga23068888-2). The date of occurrence of the customer¿s originally reported issue was 27jan2023, the issue occurred during pre-use inspection, and the problem was mitigated by checking the water delivery bottle and replacing the air delivery button. H10: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified from the obtained information. Therefore, the root cause of the foreign material which remained in the device could not be determined. A definitive root cause cannot be identified. The inspection method for this issue is discussed in the operation manual in chapter 3: preparation and inspection; specifically, in sections 3.3: inspection of the endoscope and 3.8: inspection of the endoscopic system: [inspection of the endoscope] 9: inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that their gastrointestinal videoscope had a poor air/water supply. Upon inspection and testing of the returned unit, it was discovered that there was foreign matter lodged in the device¿s nozzle. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, the customer did flush the nozzle with water and air, they wiped the nozzle with clean lint-free cloths and flushed the nozzle with detergent solution, and there were no abnormalities reported in the accessories used for reprocessing the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was foreign matter lodged in the device¿s nozzle. The customer's originally reported issue was confirmed. The following additional findings were also noted: cannot send water, insufficient angulation, angle play, bending section cover adhesive chipped, cloudy, and scratched, and image guide snake pipe scratches, image guide corrugated pipe collapsed. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.